Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during unrelated procedure, high pacing lead impedance was observed on the left ventricular lead. A different vector was set with better capture thresholds and normal impedance reading. The patient condition after the procedure is unknown. No further information was provided.